Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, inadequate bone quality/quantity, bone resorption (B)(6) are same patient)